Event description:
While using the robotic stapler for the da vinci xi system, the disposable stapler sheath became bunched, twisted, and torn on the device, preventing the device from being removed from the port. The sheath was replaced and the stapling was completed, although a second shear performed the same way. The patient was not harmed.